Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 23jul2018 an email was received from an eye care provider (ecp) in (B)(6) who reported a patient (pt) ¿has a spontaneous corneal clouding after 15 minutes wear time of a johnson and johnson moist two-day contact lens¿. The ecp reported no improvement after one week treatment with dexagel atr and como glyceric acid. The ecp ¿could see a significant visual impairment on your contact lens¿. No additional information was received. On 24jul2018 the ecp called and additional information was provided: the ecp inserted a lens on the eye. The ecp initially prescribed cortisone and is now using a gel, but it is not better. No additional information was received. On 26jul2018 an email was received from the affiliate in (B)(4) with additional information: -the event date is (B)(6) 2018; the os is the affected eye; the suspect lens was a 1-day acuvue moist trial lens; the pt experienced pain after 15 minutes while waiting in the ecp waiting room. Pt came to the ecp after the 15 minutes and demanded the suspect lens be removed from the os; ¿no abnormalities on the cornea, no special characteristics of the lens, no restrictions of vision before insertion of the lens¿; the pt va prior to the event was 1,0 and after the event 0,4 (this is an estimate from the ecp); it was reported the lens was removed from the blister package and no solution was used to ¿rinse¿; after 1 week the os cornea was still cloudy, but no irritation; no pain after 4 hours; pt is sensitive to glare; no previous disease; no other lens tried before the suspect lens was inserted; the pt is being treated by another ecp who established the endothelium has no findings. No additional medical information was provided. The ecp will fu if any additional information is received. On 13aug2018 an email was sent to the affiliate for additional medical information, but nothing has been received. No additional information has been received. The os suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1283250105 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 08oct2018 addition information was received from the affiliate in (B)(6). On (B)(6) 2018 the pts reporting eye care provider (ecp) indicated the patient (pt) was seen for a follow up visit on 08oct2018 and reported the cornea is still cloudy. The visual acuity is improving and currently reported as 0.8 in the left eye. At the time of the event, the visual acuity for the left eye was 0.4. The pt¿s endothelium is intact, clouding only in the stroma, with only slight sensitivity to glare. The ecp also stated it could not be ruled out that another substance may have come in contact with the eye after insertion of the lens. On (B)(6) 2018 the ecp confirmed the patient was treated with como glyceric acid due to suspicion of allergy. The patient's endothelium was fine. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.